Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed because the issue could not be reproduced. The person who was operating the system was new and might have pressed the wrong button. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that while taking an image, the screen was black and an error appeared on the system stating "gantry colliding with patient". The site clicked on the right side of the screen making the right side of the monitor active. There was no image on the right side. The site extended the gantry and lowered it all the way down causing the warning message to display on the pendant. There was a 5 minute delay in the procedure.